Event description:
The customer reported that the equipment calibrator and filaments were not calibrated. Also an error message appeared on the screen. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep recalibrated both items. The system now operates as intended.